Manufacturer narrative:
The device was returned as part of this investigation. Analysis found the pipeline flex was not confirmed to have failure to open at the distal end. The returned pipeline flex braid was fully opened and no damage. The DHR review did not identify any anomalies associated with this event. It is possible that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the reported issue. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was undergoing flow diversion of a small unruptured saccular aneurysm located in ophthalmic segment. Measuring 6mmx5mm, landing zone distal 9mm, proximal 30mm. Vessel tortuosity was described as moderate. It was reported that distal tip (2mm)of pipeline look twisted / bent during fluoroscopic. Where the device looked bent , would not open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. More than 2 times the pipeline was resheathed. The pipeline was resheathed and removed with the microcatheter. The angiographic result post procedure was excellent. There were no reports of patient injury in association with this event.